Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Hemorrhage is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device discarded by hospital.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery using a penumbra system 041 reperfusion catheter (041 catheter). During the procedure, another manufacturer's retriever was initially used for thrombectomy in the internal carotid artery and revascularization was made. The physician then identified some occluded parts between the distal m1 to m2; therefore, the retriever was used again but there was no revascularization. As a second device, a 041 catheter was advanced to the target vessel, and bleeding was confirmed at the pre aspiration angiography. A balloon catheter was used then used for hemostasis and bleeding was resolved. The patients' condition did not make any change at that time. A very minor subarachnoid hemorrhage (sah) was found. The patients' stroke worsened which led to the patients' death the following month. Physician's comment: normal logic would be that bleeding was highly likely to be caused by the use of another manufacturers retriever around the aneurysm. Equally, there are high chances that either the micro catheter or the micro guide wire has perforated. Sah was minor enough not to be the reason of death, but worsening of stroke and cerebral edema were the direct cause of the death.